Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported an infection was present at the ipg site. Patient fell on the battery and cut the pocket area which started showing signs of infection. Patient has also lost weight causing the ipg to move freely in the original pocket. Surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was replaced as well as a pocket revision.

Manufacturer narrative:
Date of event is estimated.